Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician investigated and the nursing personnel could not recall why a call was placed for checking the siderails. The technician checked the mechanical functions as well as all switch functions on all of the siderails and could not find any problems with the bed.